Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with ll additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during an interventional procedure, the promus stent delivery system (sds) was advanced but could not cross the lesion. After removal of the sds from the anatomy it was noted that the stent implant had slightly dislodged from the balloon. There was no reported adverse patient effect. The device was no longer used. There was no reported clinically significant delay in the procedure due to the device issue. A second promus sds was used to complete the procedure without incident. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. Although the patient anatomical conditions were not reported, the inability to cross a lesion can be affected by numerous factors, such as patient anatomy and is typically not associated with a product quality deficiency. It is possible that interaction with the lesion contributed to the reported disruption of the stent on the balloon. Although the return of the stent delivery system (sds) may have assisted in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to difficulty experienced. A review of the device lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture. Additionally, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter, and a sampling of units is destructively tested prior to release to verify stent dislodgement force.